Manufacturer narrative:
(B)(4). Concomitant medical products: 2.0/2.5mm driver bit pn: 231220211 ln: 584001. Foreign - (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01520. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the tip of the driver fractured inside the screw head. The screw and fractured piece were removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the tip of both the drivers are fracture. The provided pictures show some screws which are stripped and fractured. It also seems like the broken tip of the driver jammed in the screw. Driver bit sample analyzed by sem showed that it suspected to have fractured due to torsional overload. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.